Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and replaced the pim/pneumatic module assembly due to inability to pass initial start-up. After replacing the part, start-up was successful. The stm completed repair with full calibration. The iabp unit passed all functional and safety tests per factory specifications; was returned to customer and cleared for clinical use.

Event description:
The customer reported that a power-up alarm and high pitched audible alarm occurred on the cardiosave intra-aortic balloon pump (iabp). There was no patient involvement, thus no adverse event was reported.